Event description:
It was reported the colonovideoscope experienced a flickering image during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(4). The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the investigation findings, the most probable cause of the malfunction is damage to the charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.